Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 4.10e. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No blank display noted. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic), blank display occurred. There was no adverse impact or consequence reported as a result of this event.